Event description:
The patient experienced wound dehiscence which exposed an area about the size of a dime in the middle of the scar/suture line. Cerebrospinal fluid cultures indicated infection; no meningitis was diagnosed. A gram stain was performed but the specific organism was not reported. The patient received antibiotics and a lumbar drain. The pump system was explanted on (B)(6) 2014 and discarded by the customer. The patient status at the time of this report was ¿good at present.¿ replacement surgery had not been scheduled. It was noted that at the time of implant, peri-operative antibiotics had been administered. The date of the last refill was unknown. The date of onset/diagnosis of the infection was on (B)(6) 2014. Signs/symptoms of infection included: drainage and pocket erosion. Regarding the culture obtained, coagulase negative staph aureus was resulted. Treatment included intravenous antibiotics and total device system explant. The patient outcome was reported as infection resolved and no drug withdrawal. In order to avoid baclofen withdrawal, the healthcare provider noted an intrathecal lumbar drain was used. The pump was used to deliver lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # n079130004, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).